Manufacturer narrative:
The initial MDR 1226181-2016-00268 was filed on may 24, 2016. Additional information (06/03/2016): a siemens headquarter support center (hsc) specialist investigated the issue and concluded the cause of the discordant, falsely low calcium (ca) results obtained on three patient samples is related to the maintenance of the instrument which was resolved by replacing reagent probe 2, alignment of the reagent probe 1, and bleaching of the reagent drains. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to realign reagent probe 1 (r1) and replace reagent probe 2. Ccc assisted the customer to bleach the reagent drains. A siemens headquarter support center (hsc) specialist reviewed the instrument data, which indicated that sample 1 shows a high absorbance across all wavelengths in comparison to other samples after the reagent addition and before the sample addition, suggesting a potential issue with r1 fluidics or water quality. Sample 2 data indicated a good absorbance in comparison to other samples after the reagent addition but shows a low change in absorbance at the 577 nm measuring wavelength after the sample addition, suggesting an inaccurate sample volume was delivered to the cuvette. Hsc has also observed one abnormal assay flag in the data set, flagging the reagent blank. The cause of the discordant, falsely low calcium (ca) results obtained on three patient samples is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. Patient sample ID (B)(6) was repeated again on an alternate dimension exl instrument, matching the first repeat result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results obtained on two patient samples.